Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, patient experienced a loss of connection between the transmitter, receiver and smart device. No additional patient or event information is available. No product or data was provided for investigation. The complaint confirmation of loss of connection could not be determined. A root cause could not be determined.